Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a "compression boot". The customer reports "the pt had compression boots on for surgical procedure. Bruising was noted post-operatively on the back of her lower legs where the boot comes in contact with the leg during inflation. The unit was sent to clinical engineering and their reports indicates that it was working within the MFR's specifications. The or staff did not save the disposable compression stockings that were being used at the time of the incident."

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.